Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 189 mg/dl. No significant event leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratches on display window, cracked case at display window corner and cracked reservoir tube lip.